Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/10/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 at 02:23 pm pst, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to setup mode. The following complaint was classified based on documentation from the customer care advocate (cca). The patient advised that the issue began on (B)(6) 2011 at 02:00 pm est. The patient reported to the cca that she manages her diabetes with a combination of diabetes medications. The patient stated that she took an increased dose of medication as changes to her diabetes management due to the product issue. The patient advised that on (B)(6) 2011 at 02:30pm, that she became "sweaty" due to the product issue. The patient advised that she received glucose as self- treatment due to the product issue. The cca noted that during troubleshooting, no misuse of the product occurred. The cca notes that the product issue occurred after replacing the battery. Product analysis of the meter concluded that the meter had a dead battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.